Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was showing an apply sample message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began at 6.30 pm on (B)(6) 2018. The patient reported that she manages her diabetes using oral medication (metformin 500 mg and glyburide 500 mg), diet and exercise, and that she continued with her normal diabetes management in response to the alleged issue. The patient stated that 10 minutes after the issue, she developed symptoms of ¿sweaty and dizzy¿. The patient confirmed that she did not receive or require any treatment for the alleged issue. During troubleshooting, the csr noted that the subject meter was not being used for the first time, the correct testing steps were being followed, and the correct test strips were being used. The issue was not resolved when csr walked through a retest, csr noted the strip did draw in the sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and the alleged meter issue could not be ruled out as a cause or contributor to the event.